Event description:
Pt's neurologist reported to the MFR via clinic notes that the pt is experiencing an increase in seizures daily and needs vns replacement. Good faith attempts to get add'l info from the physician is under process and a replacement surgery has been scheduled for the pt on (B) (6) 2010. The cause of increase in seizures in unk at this time and it is unk if they are over the pt's pre vns seizure rate.